Event description:
A review of a (B)(6), male, pt's download, revealed several battery/charger faults. The pt was contacted by zoll customer support and issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device evaluation of battery pack (B)(4) has been completed. The reported problem (battery/charger faults) has been confirmed. The cause for the battery/charger faults was a broken white wire within the battery pack where the wire attaches to the battery cells. The root cause of the broken wire has not been determined but may have been caused by a severe shock from dropping the pack. No adverse event resulted from the broken wire. The pt received a replacement battery pack .